Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. However, based on the provided information in the event description, the root cause of the complaint event is user related since the reported issue was human error and there was no product defect reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon picked up the nail for left for right intertrochanteric femur fracture by mistake as both right nails and left nails were stocked in the same box. The surgeon noticed it when the x-ray was taken during insertion of the distal locking screw. After realizing the mistake, the nail was removed and replaced with another one, and the surgery was completed. The fracture was firmly fixed, and there are currently no reports of any health problems to the patient while the procedure took approximately 15 minutes longer."

Event description:
As reported: "the surgeon picked up the nail for left for right intertrochanteric femur fracture by mistake as both right nails and left nails were stocked in the same box. The surgeon noticed it when the x-ray was taken during insertion of the distal locking screw. After realizing the mistake, the nail was removed and replaced with another one, and the surgery was completed. The fracture was firmly fixed, and there are currently no reports of any health problems to the patient while the procedure took approximately 15 minutes longer."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.